Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2006. On (B)(6) 2010, the patent presented with mesh erosion through her vaginal wall. Reportedly, the patient also experienced pain in her pelvis that radiated down the left side of her body (date of onset unknown). In addition, the patient experiences difficulty urinating, cannot sit or stand for long periods of time, has infections, and cannot engage in sexual relations (specifics and date/s of onset unknown). The patient underwent surgeries to try to remove the mesh, but they were reportedly unsuccessful (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.